Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump alarmed with no delivery during a bolus attempt. The patient's blood glucose at the time of incident was 435 mg/dl, which had not yet been treated due to the no delivery alarm. Troubleshooting was initiated for the no delivery issue. The customer attempted to prime with the insulin pump and insulin did not exit the tubing. The customer removed the reservoir, rewound the insulin pump, reinserted the reservoir, and pushed insulin through the tubing with a plunger: insulin exited the tubing. The customer then ran a manual prime: insulin did not exit the tubing. The customer changed the infusion set and reservoir and primed the tubing successfully. The customer was advised that the insulin pump was working as designed, and that the no delivery alarm was caused by an infusion set or reservoir occlusion. The insulin set and reservoir were returned for analysis and a replacement of each product were shipped to the customer.

Manufacturer narrative:
A complete analysis and testing of one opened and used reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.